Manufacturer narrative:
The device was received for evaluation. During functional testing, an door latch does not recognize a closed door occurred. A review of the event history log revealed 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged lower auxiliary latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an door latch that did not recognize a closed door during unspecified process step. There was no patient involvement. No additional information is available.